Event description:
It was reported that the arctic sun device was giving low flow. Already spoke with rep and tried basic troubleshooting with pads. Normothermia adult patient 4 pads connected size large. Water flow rate (wfr) was 1.2 l/m. Normothermia patient temperature (pt) was 38.4c, targeted temperature (tt) was 36c, water temperature (wt) was 5.4c, water flow rate (wfr) was 1.2 l/m. Walked through stop therapy, empty and disconnect pads. Placed in manual control at 4c with no pads. System diagnostics: outlet monitor temperature (t1) was 5.3c, outlet control temperature (t2) was 5.3c, inlet temperature (t3) was 6.5c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 3718, pump hours were 3067. Added back pads while in mc and water flow rate (wfr) was 2.4 l/m. Disabled manual control water flow rate (wfr) was 1.1 l/m. Sn: (B)(6) swap out pads. Per follow up information received via phone on 11mar2026, spoke with nurse who stated they had tried changing the device first since they already had one available on the unit. The flow rate remained the same around 1.0-1.1 lpm. They decided to add an additional universal pad to the patient because there was a small amount of exposed skin. This raised the flow rate to around 2.0 lpm. Patient was still continuing therapy at this time. They will make a note to retain the pads at end of treatment. No further information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.